Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead became dislodged from the target vessel after placement. The lv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 456845 lead implanted: 2002 (B)(6); 694358 lead implanted: 2002 (B)(6). (B)(4).